Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 57 mg/dl and also having the different sensor glucose values are 50 mg/dl, 60 mg/dl and 100 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 57 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will returned for analysis.